Event description:
It was reported that the external pulse generator had a broken atrial output connector. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Atrial output connector is broken. Keyboard is scratched (cosmetic).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the external pulse generator had a broken atrial output connector. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.